Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via email that they had recurring pump error alarms. The customer¿s blood glucose was unknown. The device will be returned for analysis.

Manufacturer narrative:
No unexpected pump error 2 alarms noted during testing. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, keypad overlay texture damage, serial number label missing, end cap address label missing, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.